Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye irritation, nose irritation, and respiratory tract irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During evaluation of the device, there was no evidence of foam particles observed within the device assembly. Corrosion in the connector was observed. The device was scrapped.